Event description:
It was reported that when an asymptomatic patient presented in clinic a follow up, post paced t-wave oversensing on ventricular channel was observed on a stored egm. Patient was asymptomatic. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.